Event description:
Pt undergoing a left heart catheterization, selective coronary arteriography, left ventriculography, percutaneous transluminal coronary angioplasty of the left circumflex vessel, intra-aortic balloon pump insertion, temporary pacemaker inserted. A rupture of the balloon occurred leading to shearing of the balloon; half of the balloon was left in the vessel. The pt later had evidence of occlusion of the left circumflex acutely. The pt was taken emergently for coronary artery bypass surgery. Angioplasty of the left circumflex vessel was performed. Hemodynamic collapse requiring intra-aortic balloon insertion and a complete heart block requiring temporary pacemaker insertion.